Event description:
A bayer representative reported the following: a (B)(6) female outpatient with an admitting diagnosis of chest pain was undergoing a cardiac catheterization procedure utilizing the avanta fluid management system. Although alleged but not confirmed, the customer believes that air was injected during the first series. According to the customer, the circumflex artery was blocked and "pulsing back and forth on the first injection". The patient then complained of chest pain and was administered intracoronary nitroglycerin. The customer was unable to confirm that there was an air injection associated with the procedure because a review of the post injection images did not show the presence of air. The patient's chest pain resolved, and the case was completed. No further intervention was necessary, and the patient was discharged to home and is reported to be doing well.

Manufacturer narrative:
Bayer service performed a checkout of avanta fluid management system (serial number (B)(6)) and found the system to be working to specifications. In addition, the system has been in use daily since the reported occurrence. The disposables used in the reported occurrence were requested for return. However, bayer has been unable to evaluate the disposables because they were lost by the carrier (ats/accuristix) in transit. The carrier has opened an internal investigation and will notify bayer if the parcel is found. In response, bayer product analysis evaluated retained samples of the suspect lot numbers. The disposables were found to perform as intended. A bayer clinical support specialist visited the customer site and performed additional applications training on (B)(6) 2020. The avanta fluid management system operation manual cautions the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient." This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Manufacturer narrative:
The customer has accepted an offer for a service checkout of avanta fluid management system (serial (B)(4)). In addition, a request for the suspect disposables used in the reported occurrence have been made. A follow-up report will be submitted once the investigation is completed. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
A bayer representative reported the following: a (B)(6), female outpatient with an admitting diagnosis of chest pain was undergoing a cardiac catheterization procedure utilizing the avanta fluid management system. Although alleged but not confirmed, the customer believes that air was injected during the first series. According to the customer, the circumflex artery was blocked and "pulsing back and forth on the first injection". The patient then complained of chest pain and was administered intracoronary nitroglycerin. The customer was unable to confirm that there was an air injection associated with the procedure because a review of the post injection images did not show the presence of air. The patient's chest pain resolved, and the case was completed. No further intervention was necessary, and the patient was discharged to home and is reported to be doing well.

Manufacturer narrative:
The carrier located the lost package and notified bayer medical care on (B)(6) 2021. Product analysis received and examined the returned disposables, however the disposables were in extremely poor condition and contaminated with crystallized contrast, therefore functional testing was unable to be performed. As provided previously, bayer product analysis evaluated retained samples of the suspect lot numbers. The disposables were found to perform as intended. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.